Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. No device malfunction suspected. The patient underwent an ipg explant procedure.